Manufacturer narrative:
(B)(4). Concomitant medical products: item #010000866 g7 neutral e1 liner 40mm h lot # 6181147 item# 010000668 g7 pps ltd acet shell 62h lot# 6171981, item# 00625006525 bone scr 6.5x25 self-tap lot# 63891268, item# 00625006520 bone scr 6.5x20 self-tap lot# 63862345. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection both liners show circular indentations on the outside radius. The locking feature on both of the liners show damage and deformation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04309.

Event description:
It was reported during total hip arthroplasty, the liner would not seat as it remained proud opposite of single screw placement. Attempts were made to obtain additional information; however, none was available.